Event description:
It was reported that during a gastric sleeve procedure, at the moment of the last fire the stapler locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it locked? Yes, the device deliver twice before it locket without problem. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd fire. What color cartridge was being used? Gold. The analysis results that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.